Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987.h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: the following was reported: please find attached a medical device vigilance report from the (B)(6) hospital. We kindly request that you forward to us the investigation report¿should one be requested by the ansm¿or your conclusions regarding this incident. The device in question is available for your inspection at our unit. If you wish to analyze it, you may send us suitable packaging for its return to the following address: reference: (B)(4). Lot: 2601107. It was reported that on (B)(6) 2026 presence of plastic pieces detaching from the luers of 50 ml syringes used for eps and pca. Actions undertaken in the plant: device not retained. Photos available. A new unit was retained. Plastic debris appears to be present at inside the package, more or less attached to the barrel. Risk of venous embolism.